Manufacturer narrative:
Zivelonghi, c, van kuijk, j.p., et al (2019). A "minimalistic hybrid algorithm" in coronary chronic total occlusion revascularization: procedural and clinical outcomes. Catheter cardiovasc interv. Volume 95, pages 97-104. Date of event was approximated using date of article submission.

Event description:
It was reported via journal article that serious injuries occurred. Percutaneous recanalization of coronary chronic total occlusions (ctos) data was reviewed for various techniques. In some approaches, stingray and crossboss devices were used. Two perforations were observed, one of which resulting in cardiac tamponade and requiring pericardiocentesis after successful recanalization of a mid-right coronary artery (rca), the other involving a septal branch and treated conservatively by balloon inflation in place and protamine administration with no hemodynamic consequences, after failed septo-septal ipsilateral crossing in a mid-left anterior descending artery (lad) occlusion. Of note, two donor-artery dissections, were observed during the procedure and treated with stent implantation. Three myocardial infarctions were also noted. At clinical follow-up, one myocardial infarction and three target vessel revascularizations were noted.